Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by and edwards demark affiliate, during a subclavian tavr procedure with a 26mm sapien 3 ultra valve, there was difficulty inserting the commander delivery system into the esheath as the valve was passing through the esheath at the insertion site. The valve went out through the side of the esheath at the point where the esheath entered the subclavian artery, and it was suspected that the esheath liner tore. Upon attempt to remove the system as a unit, the esheath split more, and there was difficulty retrieving the device through the esheath tip. They resolved the issue by upgrading to 16fr esheath and dilated with an 8 mm balloon. There was no patient injury, and the outcome was good. Per medical opinion, the root cause of the liner tear was the difficult access and narrow patient conditions. The root cause of the inability to advance through the esheath was the angulation of the esheath and the patient's tortuosity combined.

Manufacturer narrative:
Correction to h6 based on additional information. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The esheath was visually inspected upon return and the following was observed: the valve was stuck inside the esheath and exposed through the torn liner, the esheath was fully expanded with the tip opened, the liner tear was located about 50mm from the distal tip with a length of 170mm, the esheath shaft had some curvature, and the hdpe was damaged at 170mm from the distal end of the esheath. Due to the condition of the returned device, no applicable dimensional testing and functional testing, including measuring the associated delivery system flex tip outer diameter, was able to be performed. However, the liner thickness was measured along the liner tear. All measurements met specification. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components and esheath liner torn were confirmed through evaluation of the returned device. As reported, 'during the procedure, there was difficulty inserting the commander delivery system into the sheath as the valve was passing through the sheath at the puncture site. The valve went out through the side of the sheath at the point where the sheath entered the subclavian artery, and it was suspected that the sheath liner tore'. Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.' Case notes report tortuosity was present in patient's access vessel and that a steep insertion angle was used. The presence of tortuosity and high insertion angle could create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. As such, available information suggests that patient factors (tortuosity) and procedural factors (steep insertion angle) may have contributed to the complaint event. Per evaluation of returned device, the sheath liner was torn. It is possible that due to the steep insertion angle used during delivery system advancement and the tortuosity present in the patient's access vessel, there was non coaxial alignment between the devices and the valve likely caught onto the sheath and tore the liner. In such condition, attempts to further advance or withdraw the delivery system, especially with excessive manipulation, can cause the valve to further tear the liner. As such, available information suggests that patient (tortuosity) and/or procedural factors (steep insertion angle, valve caught on liner, excessive manipulation) may have contributed to the complaint event. A product risk assessment was previously initiated, and a CAPA was initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in high push force. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.